Event description:
It was reported that when the resident was "trying to peel away the sheath, one of the tabs of the peel away broke off. He took hemostats to grab the end that broke and proceeded to continue peeling away sheath with hemostat on one side and normal technique on the other. Next, the side that was still connected, also broke off, causing the sheath to be in the vessel, without anything to grab onto to get it out of the pts body." There was no blood loss and the pt outcome was reported as (B)(6).

Manufacturer narrative:
An investigation has been initiated. The device was forwarded to the MFR for further review. When the investigation is complete, a final report will be submitted.